Manufacturer narrative:
This is the second case of early stem subsidence at this surgeon (the first one has been reported under MDR 2016-00124). An r&d evaluation is necessary in order to verify that the material available to the surgeon is working properly. Two consecutive early subsidences may occur, and there may be an unexpected repetition of particular conditions, but must be taken into account. If necessary, further consideration will be made once the report from device examination has been completed. Batch review performed on 30 march 2016. Lot 145329: (B)(4) items manufactured and released on 11 may 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to the stem subsiding. The surgeon revised the head, stem and liner with medacta product. The surgery was completed successfully. X-rays are available. Explants are not available.

Manufacturer narrative:
On 30 may 2016 it was prepared a final report with the information already submitted in the previous reports. On 07 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 31 march 2016, the (B)(4) project manager evaluated 2 similar cases of subsidence related to the same surgeon (mdrs 2016-00124 and 2016-00125) and provided two possible causes for the issue: learning curve of the surgeons for the new implant/ instruments: they have been used to implant amistem, so a stem that is different from the one now involved (masterloc) as regards shape, sizes and coating. Use error of the broach handle: the correct use of these instrument was directly explained to surgeons; more information about this step will be added to the surgical technique.